Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced multiple 23072 errors. This issue was previously reported; all repair details will be captured on field service order (fso) (B)(4). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up and obtained additional information: the system initially powered on without errors during an oral surgery in the mouth. The procedure was converted to laparoscopic surgery due to repeated recoverable faults, as per the surgeon's preference. No additional port incisions were made, and the issue occurred approximately 20 minutes into the procedure. The patient tolerated the change well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The setup joint (suj) was analyzed and the reported error was confirmed and replicated. In the system logs, error 23072 was found indicating excessive mismatch between primary and secondary suj readings, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and the unit triggered error 23072 at start up in normal mode, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the proximal and shoulder harnesses were found to be the source of the reported failure. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical issues from the shoulder and proximal harness on suj3, which led to excessive primary and secondary encoder latency errors. It can be resolved by replacing the suj or disabling the affected arm to complete the procedure.